Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to remain closed. The field service engineer (fse) performed troubleshooting on the matrix drawer and identified that the reflective tape was contaminated with debris and powder residue. The debris was cleaned, and the drawer was tested using the hardware test application, which confirmed proper functionality. The customer subsequently tested the drawer and verified that it was operating correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary timu2 full-height matrix drawer 7 did not open. Additionally, no clicking sound was heard when attempting to recover the space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.